Event description:
It was reported there was no electrical contact and the device was not working. Occurred before intervention. No impact on the health of the patient or of the operators. No extension of the duration of the intervention. An additional device was used to complete the surgery. Evaluation of the device later found that the motor speed was unstable. No adverse events were reported as a result of this malfunction. No further event information available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reported event could not be reproduced; however, the motor speed was unstable. The motor and switch were replaced to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.